Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a "replace sensor" message from the adc device. The customer was able to be contacted and further reported that due to this issue, they were unable to obtain readings and experienced symptoms of hypoglycemia including tremors and weakness. The customer was provided juice for treatment by spouse. There was no report of death or permanent impairment associated with this event.